Event description:
Patient underwent cesarean section and at that time an on-q catheter was placed in the wound. Two days later when a dressing change was being done, the nurse found that the catheter had broken in two places. A piece of the catheter was retained in the wound. The patient was taken back to the or for removal of the catheter on the third day after the catheter was placed. There was one piece which was removed intact. There were no patient complications.